Manufacturer narrative:
The reported event of charge timeout was verified. Analysis of device image found events of extended charge time. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, high voltage (hv) output, and capacitor maintenance functions of the device were tested and found to be normal. The charge timeout could not be reproduced in the lab. The cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered that the implantable cardioverter defibrillator (ICD) exhibited no capacitor maintenance. The physician elected to complete the procedure with a different implantable cardioverter defibrillator (ICD). The patient was recovering after the procedure.